Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, concomitant med prod data, device eval by manufacturer?, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an over infusion of lipids was not confirmed through log review and was not reproducing during laboratory testing. External inspection of the suspect pump module observed lower door hinge broken. After temporarily replacing the broken lower door hinge with a known good part, the device was found to be within specification. Replacing the bezel for testing purposes resolved the unregulated flow, and the suspect pump module passed all unregulated flow testing trials, delivering fluid within specification without any signs of unregulated flow. Occluder spring functional test observed no issues, and all tests passed, indicating the occluders and spring were functioning as intended. An analysis of the pcu event log showed that on (B)(6) 2024, at 6:01 pm, a pediatric profile was selected, and guardrail drugs (smof 20%) was programmed for a 20-hour duration at a drug amount of 0.2gram, diluent volume of 1ml, patient weight of 42.3kg, concentration of 0.2gram/ml, rate of 20.6ml/h, vtbi of 412.4ml and dose of 0.097gram/kg/h. On (B)(6) 2024 at 1:57 am, the user selected delay for 4.30-hour. At 6:03 am, the infusion was restarted, pvi = 331.852, and the user selected clear channel. At 6:34 am, the infusion was started, pvi = 9.591ml, the pump module alarmed occluded patient side and door closed, the infusion was restarted. Between 8:46 am and 2:52 pm, the user set the pump module at different delay for intervals: 15 minutes, 60 minutes, 5 hours, and 11.59 hours, respectively. On (B)(6) 2024, between 6:36 am and 10:37 am, the user selected delay for 4-hour and delay for 5-hour respectively. At 2:37 pm, the pcu was powered off, pvi = 54.566ml. The incident administration set was returned for this investigation, and no obvious issues were observed during inspection. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. According to the user manual v12.1 in the bd alaris pump module rate accuracy, notes that periodic patient monitoring must be performed to ensure that the infusion is proceeding as expected. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. The bd alaris user manual v12.1 states not to use a device with any damage. Send it to biomedical engineering for repair. The device was reported with patient involvement but no harm. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) was disassembled for this investigation. Please replace the bezel, and mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center or the customer. Please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to return it to customer. Root cause: the probable cause of the reported of an over infusion of lipids, was determined to be a broken lower door hinge. Note that this report lists imdrf annex a1801, a040502, c0601, d15, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported at shift hand over clinician stated lipids had been running at correct rate. Clinician paused for four (4) hours over night, however when she cleared the pump at 0600 the lipid 500ml bag was almost empty. The clinician then spiked a new bag at 0815, programming it to infuse at 20.6ml/hr, however at 0830 the bag was again near empty. The volume infused on the pump matched the orders. Doctor paged, and clinician was instructed to not hang any more lipids. No other interventions needed. There was patient involvement but no harm. A copy of the health canada report was received, which states, "at shift handover, the night shift rn reported an issue with the lipids infusion. The lipids were running correctly at the start of her shift, paused for 4 hours for tpn bloodwork, but by 0600h, the bag was nearly empty despite the pause. A new bag was requested and sent up by pharmacy. At 0830h, the writer found the lipid bag nearly empty and paused the pump to prevent it from running dry. After consulting the crn, the writer paged gi, who advised keeping the lipids paused and resuming at 1800h. The writer informed the tpn pharmacy, which required no action. The writer noted the volumes infused on the faulty pump and, following crn advice, changed the tpn line to a new pump, leaving the lipids line in its original channel. The faulty pump was labeled and set aside for investigation. At 1700h, the writer double-checked the tpn and lipids with an rn, confirming a full bag of lipids. At 1815h, the writer verified the correct rates and volumes before connecting the new lines."

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported at shift hand over clinician stated lipids had been running at correct rate. Clinician paused for four (4) hours over night, however when she cleared the pump at 0600 the lipid 500ml bag was almost empty. The clinician then spiked a new bag at 0815, programming it to infuse at 20.6ml/hr, however at 0830 the bag was again near empty. The volume infused on the pump matched the orders. Doctor paged, and clinician was instructed to not hang any more lipids. No other interventions needed. There was patient involvement but no harm.